Event description:
It was reported, that hour glass no readings sensor error in status box was reported. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported no readings on her tandem pump. Approximately on (B)(6) 2023, the patient was not feeling well and as her pump did not display a reading, she tested her bg which was 357 mg/dl. She went to the emergency department where a bg was performed which was 799 mg/dl. The patient was admitted to the hospital. However, she could not recall the treatment provided. The patient reported, that the event ¿was a blur¿ and that she "was totally out of it". The patient was released an unspecified amount of time later. It was determined by her endocrinologist, that her pump had not been delivering insulin as there was no value. An unspecified amount of time after she was released from the hospital, she saw her endo who got her pump working again. The patient requested a replacement transmitter and sensor as they were discarded by the medical staff during her hospitalization. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.